Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motion position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was rewinding and then it received motion sensor test failure alarm. The drive support cap of the insulin pump was ok. Troubleshooting was not performed and the device will not return for analysis.